Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 09-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline and not communicating. A field service engineer remotely access, but it was unreachable. The field service engineer instructed the customer to log in and reboot. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis¿ anesthesia station es device not communicating. The customer reported that the malfunction occurred when the user was trying to issue the medication to the patient and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.